Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as surgical damage. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observation.no further actions are required as no issues with the manufacturing process are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, right side rupture. Device remain implanted.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade I.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remain implanted.